Event description:
It was reported that during a pci procedure involving a calcified and 99% stenotic lesion in an unspecified location, the maverick2 monorail balloon ruptured at the rated burst pressure during predilation. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.